Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2020, it was reported that, while the patient was sleeping, the infusion set's tubing was disconnected from the site at the quick release and had high blood glucose level. The site location was patient's left leg and the pump was located on the left side. Moreover, the infusion had been used for two days. Reportedly, the infusions were stored in a plastic box underneath the bathroom sink. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, patient's blood glucose level was 302 mg/dl. Upon investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing-tubing connector. No further information available.